Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the emergency room due to a vibratory notification on the implantable cardioverter defibrillator. Upon review of the electrograms, post-sensed t wave oversensing was noted. Programming changes were discussed. The patient was stable, and will continue to be monitored.